Event description:
Reporter indicated a vns therapy patient presented with not being able to feel "stimulation for the past several weeks." The physician increased device settings and the patient could still not perceive the stimulation. A system diagnostic test yielded high impedance, dcdc 7. The most recent visit was in (B) (6) 2009, at which time diagnostics were within normal limits. No programming or medication changes preceded the onset of the event, and the patient did not manipulate the device or experience trauma. However, the patient "had a (B) (6) weight loss due to stress and work factors and it appears that her generator has slipped." Good faith attempts to obtain additional information have been unsuccessful to date.